Event description:
According to the reporter, an sb3 capsule was lodged in the esophagus of a patient. The patient was not in pain but had discomfort with capsule stuck in the esophagus. The patient has drank 4 to 6 cups of water and the capsule was still remaining in the same spot. A medical affairs representative was able to speak with the patient and reported that the patient experienced mild discomfort after attempting to ingest the capsule, saying that he "felt the capsule in his throat." When patient was asked whether he had trouble swallowing large pills previously, the patient answered yes. It is unclear if this was asked or known prior to ingestion. Moreover, when the medical affairs representative asked if the patient had any history that would have necessitated a patency capsule prior to sb3 ingestion or history of swallowing difficulties other than intolerance for large pills, they were not able to answer these questions. The patient was not in distress and had been sent for plain x-ray to determine the location of the capsule. The x-ray test showed that the capsule was in the stomach.